Event description:
Lesion was crossed with a bmw wire, but could not primary stent it. We had buddy wire with a whisper wire, and still could not primary stent it. We dilated this with a 2 mm balloon. We then stented this vessel, removed the balloon. Angiography was performed revealing a stenosis distally. This appeared to be a not fully deployed stent, but there is an area that we were concerned the stent had accordioned. We could not recross with the stent balloon. Tried crossing with a noncompliant 2.25 mm balloon. We were able to dilate the area proximal to this distal area, which had the accordion area in it. We lost wire position and were unable to rewire it. Finally we used a pilot wire. We were able to wire distally, but the wire did not appear to be clearly in the lumen. Patient was sent to surgery.